Manufacturer narrative:
B3: date of event: the event date was not reported and has been estimated based on the date of awareness. D6a: implant date: the implant date was not reported and has been estimated based on the date of awareness. The lot number was not provided to bsc. We completed a good faith effort to obtain the information. Because the lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that it was difficult to remove the stent delivery system. A 10.0-24 mm carotid wallstent (cws) was selected for use in a carotid artery stenting (cas) procedure. The treatment area involved both the internal carotid artery and the common carotid artery. After the stent was deployed, the delivery system became stiff during retrieval and was forcibly removed. The procedure was completed with another of the same device. There were no patient complications as a result of this event.